Manufacturer narrative:
Filing correction report as field h6 device code was updated.

Event description:
It was reported that the field representative was preparing for a device change out and observed that the right ventricular (rv) lead exhibited high shock lead impedance (sli) measurements measuring, 121 ohms when programmed in triad configuration at pre-operation. Technical services reviewed the lead trends and sli have been high measuring 110-130 ohms with one out-of-range sli within the past six months. At the time of implant, when a defibrillation threshold (dft) test was performed sli measured 46 ohms. Technical services discussed possible causes and programming options. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the field representative was preparing for a device change out and observed that the right ventricular (rv) lead exhibited high shock lead impedance (sli) measurements measuring, 121 ohms when programmed in triad configuration at pre-operation. Technical services reviewed the lead trends and sli have been high measuring 110-130 ohms with one out-of-range sli within the past six months. At the time of implant, when a defibrillation threshold (dft) test was performed sli measured 46 ohms. Technical services discussed possible causes and programming options. At this time, the lead remains in service. No adverse patient effects were reported.